Manufacturer narrative:
MDR 1219913-2024-00490 was initially filed on 05-dec-2024. Additional information (12-feb-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states reported observation of elevated atellica im creatine kinase mb (ckmb) results which were discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. Siemens compared qc and patient sample results between the affected reagent lot 279 and the new lot 281. The results remained within the laboratory's accepted ranges and deviations. Based on the available information, a specific cause for the discordant results was unable to be determined. The issue was resolved by routine troubleshooting; a product problem was not identified. The customer is operational and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.

Event description:
The customer reports observation of elevated atellica im creatine kinase mb (ckmb, lot 279) results which were discordant relative to repeat testing using lot 281. Initial elevated results were obtained for four (4) patient samples. The initial results were not reported to the physician(s). The same samples were then retested using an alternate reagent lot 281 and obtained lower results. The lower results matched the clinical pictures of the patients, considered correct and reported to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im creatine kinase mb (ckmb, lot 279) results which were discordant relative to repeat testing using lot 281. Quality control (qc) recovered within laboratory established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.